Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject trevo retriever was used in the study procedure to treat the clot at the right mca (middle cerebral artery)-m3 extending in ica (internal carotid artery - cervical (not t), aca (anterior communicating artery)-a3. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. During the study procedure 3rd pass, presumed dissection of the m3 occluded branch with re-occlusion of the vessel. Follow-up with CT (computed tomography) scan after the study procedure revealed sah (subarachnoid hemorrhage) with the tici of 0. There was no treatment administered due to the event and the outcome of the adverse event is still on going . Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, and the subject device (trevo retriever). No other information was provided.

Manufacturer narrative:
Section b5: executive summary: updated section d: lot#: updated section d4 expiration date - added section h4 manufacturing date ¿ added section f10/h6 health impact code grid: corrected to "no health consequences or impact" based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that event occurred during the study procedure after 3rd pass. No vessel perforation or device malfunction reported during the procedure. The reported 'patient vessel dissection' and 'patient intracranial hemorrhage' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. However, in the case of this complaint, the cause of these adverse events and their relation to the subject device could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject trevo retriever was used in the study procedure to treat the clot at the right mca (middle cerebral artery)-m3 extending in ica (internal carotid artery - cervical (not t), aca (anterior communicating artery)-a3. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. During the study procedure 3rd pass, presumed dissection of the m3 occluded branch with re-occlusion of the vessel. Follow-up with CT (computed tomography) scan after the study procedure revealed sah (subarachnoid hemorrhage) with the tici of 0. There was no treatment administered due to the event and the outcome of the adverse event is still on going . Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, and the subject device (trevo retriever). No other information was provided. Update additional information: received additional information on 04-june-2021 indicated that the patient has no experienced symptoms associated to the vessel dissection and subarachnoid hemorrhage. The dissection and subarachnoid hemorrhage were resolved with spontaneously repair. The procedure was completed and there was no additional endovascular (neither surgical) treatment of the occluded vessel due to likely a focal traumatic dissection. The patient is alive, and the patient's neurological assessment showed modified ranquin scale (mrs) (multiple sclerosis) of 3 at the end of february 2021, 1.5 month after the stroke. In the physician¿s opinion, the cause of the dissection and subarachnoid hemorrhage were unknown. Frequently observed after thrombectomy of m2-m3 branches. Likely micro-vessel rupture during stent retrieval.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that event occurred during the study procedure after 3rd pass. No vessel perforation or device malfunction reported during the procedure. The reported 'patient vessel dissection' and ' patient intracranial hemorrhage' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. However, in the case of this complaint, the cause of these adverse events and their relation to the subject device could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject trevo retriever was used in the study procedure to treat the clot at the right mca (middle cerebral artery)-m3 extending in ica (internal carotid artery - cervical (not t), aca (anterior communicating artery)-a3. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. During the study procedure 3rd pass, presumed dissection of the m3 occluded branch with re-occlusion of the vessel. Follow-up with CT (computed tomography) scan after the study procedure revealed sah (subarachnoid hemorrhage) with the tici of 0. There was no treatment administered due to the event and the outcome of the adverse event is still on going . Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, and the subject device (trevo retriever). No other information was provided.

Manufacturer narrative:
Section b5: executive summary: updated - received additional information on 12-july -2021 indicated that the event was resolved with clinical sequelae. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that event occurred during the study procedure after 3rd pass. No vessel perforation or device malfunction reported during the procedure. Information received on 04-june-2021 indicated that the dissection and subarachnoid hemorrhage was resolved with spontaneous repair. Additional information received on 12-july -2021 indicated that the event was resolved with clinical sequelae. The reported 'patient vessel dissection' and 'patient intracranial hemorrhage' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. However, in the case of this complaint, the cause of these adverse events and their relation to the subject device could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject trevo retriever was used in the study procedure to treat the clot at the right mca (middle cerebral artery)-m3 extending in ica (internal carotid artery - cervical (not t), aca (anterior communicating artery)-a3. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0. During the study procedure 3rd pass, presumed dissection of the m3 occluded branch with re-occlusion of the vessel. Follow-up with CT (computed tomography) scan after the study procedure revealed sah (subarachnoid hemorrhage) with the tici of 0. There was no treatment administered due to the event and the outcome of the adverse event is still on going . Based on the physician¿s opinion that the adverse event was related to an index stroke, index procedure, and the subject device (trevo retriever). No other information was provided. Update additional information: received additional information on 04-june-2021 indicated that the patient has no experienced symptoms associated to the vessel dissection and subarachnoid hemorrhage. The dissection and subarachnoid hemorrhage were resolved with spontaneously repair. The procedure was completed and there was no additional endovascular (neither surgical) treatment of the occluded vessel due to likely a focal traumatic dissection. The patient is alive, and the patient's neurological assessment showed modified ranquin scale (mrs) (multiple sclerosis) of 3 at the end of (B)(6) 2021, 1.5 month after the stroke. In the physician¿s opinion, the cause of the dissection and subarachnoid hemorrhage were unknown. Frequently observed after thrombectomy of m2-m3 branches. Likely micro-vessel rupture during stent retrieval. Update additional information on 12-july -2021: received additional information on 12-july -2021 indicated that the event was resolved with clinical sequelae.